Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician replaced the side rail nut and screw on the side rail end tube to resolve the issue.